Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited high capture threshold. It was noted that the lead had a history of high threshold. The device was reprogrammed. The patient would continue to be monitored.